Manufacturer narrative:
The device is not yet received for investigation. Based on information it is concluded that the correct size dlt was used (37fr). According to the customer the scope got stuck in dlt during insertion and the tip of the scope was in neutral position during insertion. Based on this information it is suspected that the scope got stuck due to insufficient lubrication or that the lubrication dried up causing the tip of the scope to get stuck.

Event description:
During procedure the tip of the scope got stuck in the hub of a double lumen tube. The anesthesiologist was unable to move the scope or pull it out in order to ventilate the patient. The tip of the scope broke in the dlt. No harm to patient.